Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that an impedance check revealed that electrode #14 was over 10k. The patient was not programmed on that electrode. The patient was receiving excellent stimulation. The issue was not resolved because the #14 electrode was still bad, but there was no issue with stimulation. It was an incidental finding of an electrode over 10k. The bad electrode had no bearing on the patient¿s current programming, nor was it causing any patient issues. It was noted the patient had a near fall in (B)(6) of 2017. The rep stated there was no report of a bad electrode before the fall/near fall. The rep assumed that the fall/near fall caused the bad electrode. No further complications were reported.